Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supplies and the video signals were verified, calibrated and adjusted. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's left live monitor would not display an image. No pt injury was reported.